Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site (B)(4). As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. (B)(4). Additional information will be provided upon conclusion of the MFR investigation.

Event description:
On (B)(4) 2013, the following was reported to arjohuntleigh by the nurse: the pt attempted to crawl over the bed's side rail and in the process fell out of the bed. As the pt fell, he grabbed the side rail and bent it. The pt was not injured in the incident. A pt exit from a bed could potentially result in death or serious injury. Therefore, this event is reportable.